Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the first couple of nights after implant, the therapy was not helping with their bladder incontinence; they made a mess on their carpet and they didn't suspect that was going to happen. It was also reported that on (B)(6) 2017, late at night, when the patient changed the batteries in their programmer, the device electrocuted them. It was further stated that it did not just shock them; it hurt them, their left leg and arm went stiff, straight out, and they could not talk. They went back to their healthcare provider about it on (B)(6) 2017, and they ¿had a big machine and ran through the test to see if there was a short.¿ they stated that their healthcare provider tried telling them that their stimulation was turned up too high; they said it was maxed out. However, the patient did not agree with that, because they knew better than that; ¿there is a big difference in that.¿ they stated that they were electrocuted, and ¿when electrical current is running through your body and if was maxed out, yes it¿s going to shock you.¿ they asked if their ins could be bad, and it was reviewed that their healthcare provider could check the device. It was also reported that yesterday, (B)(6) 2017, and today, the therapy was not helping their symptoms. They stated that they suddenly got a burst running down their legs at the store, which was embarrassing. It was noted that the patient did not blame the stimulator for the incontinence; they stated that it might not be the right therapy for them, but it had been the best so far and that it was great when the device was working. The patient asked if the device could be taken out, they had talked to their healthcare provider about getting it out, however they weren't sure if they wanted to have it taken out. It was noted that the patient was scheduled to see their healthcare provider on (B)(6) 2017. No further patient complications were reported.